Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported failed downstream occlusion test which was not reproduced, the pump was found to be passing the downstream occlusion testing. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The cause was determined to be the downstream digital pot setting reading was out of the specification. The force sensor no-tube was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed the downstream occlusion test. There was no patient involvement. No additional information is available.